Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software an application specimen management error was observed were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
It was determined in review of this record that the incorrect guideline was used to complete the decision tree for this product. A new not reportable decision tree has been completed using the epicenter guidelines instead. After review it was determined to be a communication error due to loss of connection to instruments. This MDR should be considered cancelled.

Event description:
It was reported that while using bd epicenter¿ single user software an application specimen management error was observed were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.